Event description:
I have been using the medtronic mini med paradigm insulin pump for one and a half years. In 2007, I changed the catheter, as I have done many times in the past, at 8:30 am. I inserted the catheter with medtronic mini med quick-serter. At 12:00 pm, on the same day, I checked my glucose level, and it was at 515. I gave myself 10 units of insulin through the pump in an attempt to lower my glucose level. Later that same day, I began feeling ill and checked my glucose again. This time my reading was 700 and the meter read "warning." At this point, I inserted a new catheter manually by hand and gave myself an additional 10 units of insulin. I was advised to go to the emergency room and did. While I was at the hosp I was given insulin intravenously to reduce my glucose level, and once my level had decreased, I was released to return home. I was still wearing the insulin pump at this time. The next day, at 7:45 am, I took my glucose level again and found it to be very high with a "warning" on the meter. I returned to the hosp and was admitted to the ICU for several days. When I was released from the hosp the second time, I inspected the two catheters I had inserted prior to the avent day, I found both catheters were bent. Due to the catheters being bent, the pump was not delivering insulin to my body and was causing my glucose level to be dangerously high. The insulin pump is supposed to supply insulin throughout the day. If the insulin is not being delivered to the body because of a bent catheter or otherwise a warning message of "no delivery" should appear on the insulin pump and a warning beep should sound. My insulin pump, however, never displayed this warning, nor did it beep to indicate I was not receiving insulin. I have inserted catheters several times over the past year and a half since I have had the pump, and I have never had a problem with insertion until these two catheters, which I found bent after I removed them.